Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the blade tip broken off and not returned. The device was assembled and disassembled to a test hand piece without any difficulty and it rotated freely. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. This blade tip portion may have broken off of the device during transport to our analysis site. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the broken off inside tube issue occurred.

Event description:
It was reported that during an unknown procedure, the surgeon wasn't able to connect the har23 with the hand piece. Repeated defects were shown. There were no patient consequences.